Manufacturer narrative:
The user facility uses two abd's and continued the procedure with just one. The field service representative (fsr) verified the reported complaint. He replaced the broken abd latch disposing of the remains of the broken abd latch. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the latch on the air bubble detector (abd) had broken. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.